Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in an endoscopic retrograde cholangiopancreatography (ercp) lithotripsy procedure performed on (B)(6) 2022. During preparation, the basket wire broke as confirmed by a photo submitted by the customer. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
H6: device code a0401 captures the reportable event of basket wire break. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned." H10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the working length was bent, and the basket wire break was observed. Media inspection of the photo provided showed the basket wire broke. Under microscope magnification, the basket wire was confirmed broken. The reported event was confirmed. Based on all available information, it is possible that the extra force used at that time to interact with the device may have caused the basket to break. Dimples noted on both wires indicated that extra tension was applied on the device. Therefore, the cause code is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in an endoscopic retrograde cholangiopancreatography (ercp) lithotripsy procedure performed on (B)(6) 2022. During preparation, the basket wire broke as confirmed by a photo submitted by the customer. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.